Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A review of the risk document, dfmea ra2800010 rev 23, was performed for this investigation. The reported event is addressed in step # ra102. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they would like to send this arctic sun device in for the 2k hour service as it was unable to generate -7.0 psi.

Event description:
It was reported that they would like to send this arctic sun device in for the 2k hour service as it was unable to generate -7.0 psi.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.